Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), implanted: (B)(6) 2015, product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted:(B)(6) 2015, product type: catheter. (B)(4).

Event description:
It was reported the actual reservoir volume (20) was greater than the expected reservoir volume (4.6). The patient was not getting as much relief as they were a couple weeks ago from the time of this report. Underinfusion was alleged. This was not believed to be related to a pocket fill. The discrepancy was not the result of a programming error. The patient had been taking more oral medications as of late (specific medications not known). The change in therapy/symptoms was gradual. It was also noted that the patient's pump flips. The logs were "ok" when rechecked by the health care provider (hcp). A dye study was attempted on (B)(6) 2015. The hcp was unable to aspirate the catheter, so the hcp referred to implanting hcp for follow-up. The pump continued to flip. Prior to the study, the hcp had to flip the pump back in order to attempt the procedure. The medication delivered via the pump was prialt. Additional information has been requested regarding interventions but was not available as of the time of this report. If additional information becomes available, the event will be updated. (There was additional information reported that was not relevant to this event and therefore was omitted; see pe (B)(4), motor stall/safe state).

Event description:
It was reported the actual reservoir volume (20) was greater than the expected reservoir volume (4.6). The patient was not getting as much relief as they were a couple weeks ago from the time of this report. Underinfusion was alleged. This was not believed to be related to a pocket fill. The discrepancy was not the result of a programming error. The patient had been taking more oral medications as of late (specific medications not known). The change in therapy/symptoms was gradual. It was also noted that the patient's pump flips. The logs were "ok" then rechecked by the health care provider (hcp). A dye study was attempted on (B)(6) 2015. The hcp was unable to aspirate the catheter, so the hcp referred to implanting hcp for follow-up. The pump continued to flip. Prior to the study, the hcp had to flip the pump back in order to attempt the procedure. The medication delivered via the pump was prialt. Additional information has been requested regarding interventions but was not available as of the time of this report. If additional information becomes available, the event will be updated.